Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received 5 sensors and 4 sensors failed to last for 6 days and an additional sensor did not have an electrode. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer that the sensor would be replaced. No further details given.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Also found all four sensors with cannula in full during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened/used.